Event description:
Boston scientific received information that during a follow up visit this implantable cardioverter defibrillator (ICD) had atrial electrograms that were the same as the ventricular electrograms. During atrial threshold testing of the right atrial (ra) lead, it resulted in ventricular pacing. It was confirmed that the ra lead had dislodged. In addition, inappropriate shocks were delivered due to dislodgement. The device was reprogrammed to vvi. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.